Event description:
It was reported that the gastrointestinal videoscope did not produce an image and produced a noisy image. The issue was found during routine maintenance and there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure screen becomes noised was confirmed however the report of no image was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the fluid invaded and damaged plug unit led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.